Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: during investigation, the battery was not returned with the pump. The pump was successfully run on a 24-hr basal program w/no reboot, power loss or overheating duplicated . Unable to duplicate complaint of temperature issue during investigation. The pump electrical current draws are within spec; no evidence of moisture in battery compartment or internally. Power flex and components were inspected with no defects found. Opened pump; no damage observed to power circuit. The black box verified the vp and vm were steady with no sudden drop prior to the reported temperature event on (B)(6) 2017 at 07:58am.